Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (06/08/2015). The lay user/patient¿s test strips have been returned on 04/24/2015 and evaluated by lifescan product analysis on 05/27/2015 with the following findings:the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.